Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were noted. Patient was asymptomatic. Lead will be monitored.